Event description:
Dr. Was unable to re-program patient with both the original re-programming tool, and new programming tool (brought in from a foreign country), due to the patient having a thick scalp. Due to the difficulty of verifying and re-programming the patient, dr. Decided to take out the aesculap progav and replace it.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.